Manufacturer narrative:
(B)(4)

Event description:
It was reported that removal difficulties occurred. The target lesion was located in a severely calcified coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that there was resistance during withdrawal of the device. The handle was cut then the device was directly removed. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was received in two separate pieces for analysis. One section consisted of hub/manifold and shaft and the other section of hypotube, shaft and balloon. A visual and tactile examination of the hypotube identified a complete break 50mm distal to the strain relief in the hypotube of the device. Multiple severe kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination of the blades identified that a section of one of the blades and pads was partially detached from the balloon material. Approximately 4mm of blade and pad was noted to be partially detached from the balloon material. The remaining blade and pad was undamaged and fully bonded to the balloon material. This damage can potentially be the result of resistance being encountered during advancement or withdrawal of the device. All other blades were present and fully bonded to the balloon material. No issues were noted with the blade or pad that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination identified no damage or any issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the markerband identified no damage or any issues with the tip or markerbands of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in a severely calcified coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that there was resistance during withdrawal of the device. The handle was cut then the device was directly removed. No patient complications were reported and the patient's condition was stable.